Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since (B)(6) 2010, the patient has inexplicable loud sound sensations. Channel 1 shows a very low impedance value (0.65 kohm) and the voltage matrix shows a 0 column.